Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 14.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of an entire lead, a complete analysis could not be performed.

Event description:
It was reported that device interrogation revealed intermittent rv non capture and an increased in pacing impedance. Inappropriate shock due to noise was also observed. Patient was not pacer dependent. During a device upgrade procedure, clavicular crush was observed. The lead was capped and replaced.